Event description:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat device with the description "does not recognize reservoir loaded." This description did not warrant a higher level review. No pt/operator injury associated.

Manufacturer narrative:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat device with the description "does not recognize reservoir loaded." This description did not warrant a higher level review. No pt/operator injury associated. During initial evaluation on (B)(4) 2012, the device was unable to power on. Further inspection of the internal components noted carbonization on several components associated with the power supply. There was a burn resistor on the power supply and soot consistent with evidence of a fire. No harm to operator or pt, but there is potential for harm associated with this malfunction.